Event description:
Patient presented to the physician with pain at the ipg site when anything made contact with the skin. Physician brought the patient into the operating room and found that the skin over the ipg was thin with an overlying scab. Physician explanted the ipg and sensing lead, removed a portion of the stimulation lead, and closed.